Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving shock. Noise on the ventricular channel was observed on stored egm. Device and lead revision are planned.